Event description:
Boston scientific crm received information that one day post implant the right ventricular (rv) lead exhibited poor sensing measurements. The rv lead was successfully revised due to a micro-dislodgement. No adverse patient effects were provided.

Manufacturer narrative:
This lead was successfully repositioned and remains implanted in the patient. If additional information becomes available, this event will be updated.